Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An internal corrective action has been opened to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Per the information reported that they were unable to confirm the date that the patient passed away and the adverse event/death was reported on (B)(6) 2025, added the estimated date of death as (B)(6) 2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter and suffered a stroke confirmed by CT scan and the patient passed away. The report indicated that the patient did not wake up from anesthesia following the procedure with a varipulse¿ bi-directional catheter. A CT was performed, and it was confirmed that the patient had a stroke. It was believed that the patient had a hemorrhagic stroke and the patient passed away. Unable to confirm the date that the patient passed away. The adverse event/death was reported today (B)(6) 2025). Unsure what medical intervention was provided to the patient. A varipulse¿ bi-directional catheter was used for ablation. The trupulse system was used for ablation. Additional information was received. The physician¿s opinion of what was the cause of death was hemorrhagic stroke. The physician was called to recovery an hour post case, notified that the patient was not waking up from anesthesia. Ordered head CT that showed multiple cerebral hemorrhages. The intervention provided was pharmacologic reversal of anticoagulation. The relevant tests/laboratory data were normal labs. The other relevant history/preexisting condition was atrial fibrillation. The act before and during ablation was 380-390. The sheath and the catheters were exchanged twice. One transseptal puncture site was performed during the procedure. The number of performed ablations was 20 with pfa energy and all ablations were performed within the pulmonary veins. No ablations were performed outside the pulmonary veins. The patient¿s symptoms were not resolved. No evidence of char or blood thrombus/clot during the procedure. The correct catheter settings were not selected on the generator. No issues with flow rate change at the start of ablation. The stroke was observed one hour post case. This was a new procedure for paroxysmal. The patient did not have a previous history of stroke. No observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. The patient¿s rhythm during ablation was sinus rhythm. Pre-ablation thrombus check was performed. The findings from any brain scans/MRI were brain hemorrhage. A previous CT scan and MRI performed on (B)(6) 2022 was unremarkable. The patient did not have any anatomical abnormalities. Ngen pump was used for the procedure.